Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia and syncope could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2020 from 11:58:35 am to 4:03:51 pm. The pump was set to a fixed speed of 5800 rpm and operated at or above the low speed limit of 5400 rpm for the duration of the log file. The log files appeared to capture the pump operating as intended. The account reported that the patient experienced syncope and non-sustained ventricular tachycardia. The patient was initially admitted on (B)(6) 2020 and then readmitted on (B)(6) 2020. The patient was advised to stay at the hospital but left against medical advice. The patient later underwent a right heart catheterization for lvad optimization related to the syncope and non-sustained ventricular tachycardia. An ablation was ultimately performed on (B)(6) 2020 and the event reportedly resolved. The patient remains ongoing on vad support with no further related issues reported. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 and (B)(6) 2020 for syncope and non sustained ventricular tachycardia echo was done and it was felt that some lvad suckdown may be occurring, thus potentially causing the ventricular tachycardia. On (B)(6) 2020 the patient underwent right heart catheterization for lvad pump optimization.